Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric into the pancreas to treat a walled-off necrosis during an endoscopic ultrasound (eus) with an axios stent placement procedure performed on (B)(6) 2024. During the procedure, there was difficulty inserting the device through the working channel of the linear scope, and the stent could not be deployed inside the patient. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a partial stent deployment.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of a partial stent deployment. Block h11: an axios stent and electrocautery enhanced delivery system was received for analysis. Visual examination of the returned device found the stent fully expanded and deployed. In addition, the outer sheath was found kinked, and the inner sheath was detached and not returned. No other damages were noted to the stent and delivery system. The outer sheath was found kinked, and the inner sheath was not returned, it was detached. Most likely procedural factors as lesion characteristics, handling of the device, the technique used by the physician (force applied), could have resulted in the damages encountered in the device. However, product analysis could not confirm the reported event of stent partially deployed as the device was returned with the stent fully deployed and expanded. In addition, the reported event of delivery system difficult to advance could not be confirmed as it happened during the procedure, and it is not possible to replicate in the laboratory of analysis. Therefore, a review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed, and from the information available, this device was used per the directions for use (dfu) / product label. Additionally, stent partially deployed is noted within the dfu as a potential complication associated with the use of the device.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric into the pancreas to treat a walled-off necrosis during an endoscopic ultrasound (eus) with an axios stent placement procedure performed on (B)(6) 2024. During the procedure, there was difficulty inserting the device through the working channel of the linear scope, and the stent could not be deployed inside the patient. The stent was removed from the patient partially deployed on the delivery system, and the procedure was completed with another of the same device. There were no patient complications reported as a result of this event.